Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings attributed to this incident. A corrective action has been initiated related to this malfunction.

Event description:
A physician, attempted arteriotomy closure using the starclose device after an unknown procedure. The "vessel locator wing prematurely retracted, before the finish arrows lined up; the device popped out of artery, losing access to the site." Hemostasis was achieved with manual compression.